Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an app crash alert. A root cause could not be determined via data.